Manufacturer narrative:
Evaluation results attached: customer report of "thickened leaflets that did not move and appeared fixed" could be confirmed. Host tissue folded the free margin of leaflet 3 onto itself by approx 3mm. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 4mm and leaflets 1 and 3 at commissure 1 by approx 5mm on the outflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was moderate at the stent inflow and outflow. The x-ray demonstrated no visible damage to wireform. Wireform was exposed on near commissure 2 on the outflow aspect and from leaflet 2 to leaflet 3 on the inflow aspect. Sewing ring was also cut near the exposed wireform area. These damages are most likely due to explant. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Summary and conclusion: reportedly, this valve was explanted after approximately 8 months. The reason for explant was unknown but it was reportedly ¿one valve showed thickened leaflets that did not move and appeared fixed¿. The valve is a model 6900p, size 27 mm mitral pericardial valve. As received, part of sewing ring was missing presumably removed during explant of the valve. Severe host fibrotic tissue (pannus) growth was observed on leaflets 2 and 3. The entire free edge of leaflet 3 was retracted/folded by the fibrotic tissue. Similar leaflet retraction by the host tissue is evident on leaflet 2. Host tissue-mediated leaflet fusion at the free edge is evident at all three commissural areas. Moderate pannus tissue growth was also observed on the inflow side of the leaflets. No appreciable tissue calcification is evident by x-ray imaging. Although no functional testing was performed, the pannus tissue overgrowth, leaflet retraction, and leaflet fusion appear to be severe enough to impair the mobility and coaptation of the valve, which could lead to mitral regurgitation and stenosis. Pannus tissue related malfunction of bioprosthetic heart valve is one of the most common chronic failure modes in mitral position. The underlying mechanisms of the host fibrotic tissue overgrowth are still not fully understood. It is generally believed that patient biological factors, such as anatomy, preservation of native valvular tissue, non-specific immune response (foreign body reaction) to the implant may play important roles in this pathological process. No native valvular tissue attachment on the bioprosthesis is evident in this particular valve. The direct root cause remains unknown for the pannus tissue overgrowth observed in this valve for such a short period of time.

Event description:
Reportedly, after an implant duration of 8 months and 2 days, a mitral valve was scheduled for explant and replacement with a mechanical valve for unknown reasons. The patient was implanted with two valves on (B)(6) 2013 and was discharged from the hospital in excellent condition. Follow up echocardiogram 1 month post-op showed the valves were working normally. In june, during a trip to spain, the patient began having arrhythmia and fainting. Echocardiogram was done with pacing for tachycardia. Reportedly, one valve showed thickened leaflets that did not move and appeared fixed. Repeat surgery was scheduled for (B)(6) 2013 to explant the mitral valve and replace with a mechanical valve, model unknown. The exact cause has not been reported. On explant, fibrosis was detected on the valve.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device history record (DHR) review is pending. The device has been received but the evaluation has not been completed. Supplemental report will be submitted when the evaluation has been done. Part of the device was sent for analysis at the hospital but the test results were reported as negative for infection. The exact reason for explant is unknown at this time. The patient was implanted in the mitral position with a mechanical valve as a replacement. At the time of reporting, the patient remains in the hospital for anticoagulant procedures.